Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt reported she had a recent fall. After the fall, she experienced as she described an intermittent stabbing sensation. When her stimulation was on, the pt stated it felt like a hot ice pick being driven into her back and legs. The pt is pending follow-up with a sjm representative for reprogramming.